Event description:
Customer's mother reported the insulin pump had inappropriately activated threshold suspend mode. She also reported that the educator had accidentally delivered insulin when attempting to show her the dual square wave bolus. The blood glucose dropped down to 50 mg/dl. Customer was treated with food. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.